Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient's daughter saw blood on the incision area and it was sticky and maybe infected. They stated that the lead would be removed the day after the report, which was the same day the trial was scheduled to end. They added that the patient had pain when they would sit up and it was uncomfortable, which started on (B)(6) 2016. They adjusted the settings. The infection was not confirmed. On the same day, the patient reported to the rep that they thought it was infected. Their doctor was unable to see them that day, but had the appointment scheduled for the day after for the lead removal. There were no device issues reported.